Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the sterility band on newly issued drapes was flaking. Specifically, the green printed components (the hand icon and the sterility band) shed material into small flakes/debris when rubbed. The issue prompted the operating room (or) manager to implement incoming batch testing of drapes. During batch testing, the or manager observed that approximately 50% of the drapes flaked when rubbed. The hospital¿s concern was that flakes could shed into the sterile field or transfer onto staff gloves during use, creating a potential contamination risk. There was no reported injury.

Manufacturer narrative:
Review of the provided image was consistent with reported complaint of green flakes from drape. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.